Event description:
The customer reported bellavista100 having alarm 316 - blower failure and 401- inspiration valve or device leaky while on a patient. Furthermore, the patient was transferred to alternative ventilator with no harm associated with this event.

Manufacturer narrative:
The suspect device has not been returned for evaluation. The root cause is due to environmental contamination. Extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve. This caused a build up of debris which in turn caused resistance to the blower rotation. This in turn caused the blower damage due to over heating. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.